Event description:
It was reported that in (B)(6) 2011, the patient was put in an induced coma for 10-12 days following seizures and a stroke. During this period, the patient lost weight and went from a size 36 to 32 inch waist and went from 250 to 175 pounds. The patient's pump "now protruded from his abdomen", getting caught on things and "hurts when he pushes on it."

Manufacturer narrative:
(B)(4).